Manufacturer narrative:
The root cause of this complaint was not determined.

Event description:
An onkos sales representative reported that an unknown patient with an eleos distal femur replacement underwent revision surgery on (B)(6) 2025 due to alleged infection. None of the existing eleos implants were revised during the surgery.